Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw wire's insulation was damaged. The a portion of the insulation was removed and not returned. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. It was reported that the device component was disengaged, insulation was damaged, wire was broken and exposed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur during the insertion/extraction from a trocar, thus a user defect. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure with a use of the device, a jaw issue was identified, specifically an exposed wire on the device jaws. The device was plugged into a generator and another ligasure device was used successfully with the same generator. Photo was submitted showing the insulation on the wire was peeled off. Nothing fell on patient's cavity and no additional intervention was needed due to the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen; vlft10gen ft series energy platformx1, (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.